Event description:
Baxter reports "bed was soaked and catheter was loose." Per affiliate, this incident was caused by the patient's connection of the transfer set to the adapter not being secured by the patient's family member. No patient injury or medical intervention reported per baxter affiliate.